Event description:
This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The break in aseptic technique was further described as the patient did not wear a mask when preparing therapy. The patient was hospitalized for the event and treated with vancomycin. The patient was recovering from the event when they were re-admitted for peritonitis and catheter related issues. The patient was placed on high dose diuretics to continue treatment. A catheter replacement or manipulation surgery was scheduled for a later date. The patient was recovering from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.